Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 300 to 500 mg/dl. Customer had blood glucose level of 329 mg/dl. Customer had abdominal pain. Customer was treated with manual injection and insulin pump. Customer was not using auto mode feature. Customer did not allege insulin pump for under delivering. Customer stated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place. Customer stated that the there was no leak and air bubble. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.